Manufacturer narrative:
The patient¿s date of birth was reported as an unreported date and month in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the peritonitis event on the same day as onset. On an unreported date, the patient was treated with unspecified antibiotics (drug names, routes, doses, frequencies, and durations not reported). Nine days after the event onset, the antibiotics were discontinued. Also that same day, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report the patient had not recovered. No additional information is available.